Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the remote monitor failed to receive automatic transmissions, although manual transmissions worked correctly. The monitor was properly set up within two meters of the patient¿s bed, with no issues identified with the serial numbers or positioning. Despite following all setup instructions to avoid interference, the presence of other monitoring device nearby was suspected to be causing telemetry issues with the implantable cardiac monitor (icm). It was further verified that the remote monitor has already been replaced. The patient's husband will continue with daily manual transmissions until a resolution is found. It was further reported that the patients husband was upset with the service provided. The patient was admitted to hospital having had several cardiac arrests. The remote monitor is expected to be replaced. The icm remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.